Event description:
It was reported that during a knee procedure the femoral impactor fractured during placement of the femoral trial. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign source: south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use nicked / gouged / worn. All fractured pieces were returned. This complaint has been confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the 9 + years of repeated use in the field. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.